Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had scratched on screen. Customer's blood glucose value was 96 mg/dl at the time of the incident. Customer was unable to read the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment or partial display anomaly noted during testing. Device had minor scratched lcd window.